Event description:
It was reported that the needle hub separated from the device while using bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle hub separated from the device while using bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield."

Manufacturer narrative:
Correction: g.5. PMA / 510(k)#: k024112. The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that the needle hub separated and stayed in the shield. The returned sample was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue.